Event description:
The report from hospital say: at 15:20 on (B)(6) 2021, the tubing and external pressure measurement tube of the ventilator were replaced routinely, but the flow sensor calibration kept failing to pass the routine test. Hamilton-c1 made in jul. 9, 2018.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during pre- operational check. The root cause was determined to be the patient's secretion residue on the expiratory valve membrane, causing a small leak or sticky effect and leading the flow sensor calibration to fail. A further possible cause could be that the expiratory valve membrane was not properly seated and caused a small leak. There is no information available whether the autoclavable expiratory valve was used, which requires clean and sterilize process after each patient, or whether a single use expiratory valve was used again. In consequence, the problem was solved by cleaning the expiratory valve membrane. The device worked properly. There was no patient or user harm.